Event description:
Event description guidant received information that impedance measurments on this right ventricular lead were greater than 2500 ohms and a chest x-ray revealed that the lead had fractured at the clavicle/first rib site. The patient has an intrinsic pulse of 40-50 bpm and was not symptomatic.